Manufacturer narrative:
(B)(4). Concomitant products: patient medications - aspirin, metoprolol, chlorhexadine gluconate, and hydromorphone. (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and common iliac aneurysm using four gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow up imaging identified a distal type I endoleak associated with the plc181000, with 1 mm enlargement of the abdominal aneurysm and 5 mm enlargement of the common iliac aneurysm. It was reported the tortuosity of the patient¿s iliac arteries caused the endoleak. On (B)(6) 2016, an additional procedure was performed whereby an additional contralateral leg component was implanted for distal extension to treat the endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.